Manufacturer narrative:
Methods: x-ray. Evaluation summary: as received the valve exhibits a tissue cut out at leaflet 1 that measured to approximately to 11mm by 12mm. Moderate to heavy calcification is detected in the cusp area of leaflets 2 and 3, and in the free margins of all three leaflets. At the cusp area of leaflet 1 calcification is minimal to moderate. Calcification restricted mobility in the leaflets and led to stenosis. Moreover, minimal to moderate host tissue overgrowth encroached onto the tissue outflow and into the orifice at the greatest point by approximately 4-5mm. Also at the outflow aspect, host tissue overgrowth fused the free margins of leaflets 1 and 2 at commissure 2 by approximately 3mm, and leaflets 2 and 3 at commissure 3 by 6mm. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice by 4mm. Host tissue is moderate to heavy at the stent inflow, and heavy at the stent outflow. It was also noted that the sections of the sewing ring are cut off and the wireform is exposed at the inflow aspect. Additional manufacturer narrative: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The investigation reveals nothing to indicate a device quality deficiency that may have contributed to this event.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' valve was explanted after an implant duration of approximately 78 months, and replaced with a 31 mm carpentier-edwards bioprosthetic valve. Information was learned through implant patient registry. Upon follow-up, it was learned that the valve was explanted due to calcification and stenosis. Operative report indicates, "the valve was inspected on the table and it was horribly calcified. Leaflets were sclerosed and not moving at all. There was tight stenosis, hardly any opening on the valve"

Manufacturer narrative:
Evaluation: method (B)(4) other = device evaluation anticipated, but not yet begun. Conclusion (B)(4) other = device evaluation anticipated, but not yet begun. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Device evaluation results and conclusions will be reported once completed.